Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). (B)(6). [Conclusion]: the healthcare professional reported that during the coil embolization procedure of an aneurysm at the anterior communicating artery (acom), after the introduction of the microcatheter, three coils were implanted in the lesion. When the physician inserted the 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l12173), there was strong resistance between the coil and the introducer after it was unlocked to start the embolization process and during advancement. The coil was removed from the y-connector and it became unraveled. The 2 mm x 6 cm galaxy g3 mini coil was replaced with another 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l12346). This replacement coil became impeded in the introducer and was replaced with a smaller coil (2mm x 4cm) and the procedure was continued and was successfully completed without further issues or delay with the placement of another smaller coil (1.5 x 3cm). There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The second 2mm x 6cm galaxy g3 mini coil (glm920060 / l12346) was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the returned complaint information matched the complaint records. The proximal end of the embolic coil was seen protruding from the skive of the translucent introducer. The distal end of the embolic coil was seen in the green introducer. A kink was observed on the device positioning unit (dpu) core wire at approximately 123 cm from the proximal end of the device. The device was then inspected under a microscope. The embolic coil distal ball tip was present and intact. The embolic coil was seen stretched in the green introducer. The embolic coil was seen significantly kinked, stretched, and protruding from the distal end of the introducer skive. The distal outer sheath had not heated, indicating that the detachment process had not been initiated. The coil was unable to be advanced due to the damaged condition in which it was returned. The v-notch of the resheathing tool was seen undamaged. The distal end of the introducer was seen positioned in the distal end of the resheathing tool. A review of manufacturing documentation associated with this lot (l12346) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the complaint of detachable coil delivery system (dcs) impeded-in introducer is confirmed. The coil could not be advanced due to the stretched and kinked condition in which it was returned. The damaged coil indicates that excessive force was applied to the device. The microcatheter used during the procedure was not returned for analysis. There is not enough information to determine the cause of the resistance during the procedure. The instruction for use (IFU) provides instructions for when resistance is felt during delivery. Devices undergo 100% in-process inspection for the embolic coil along the entire length. In addition, all devices undergo functionality verification to ensure that the coil is able to advance from the introducer sheath with no issues. Thus, it is unlikely that the device left the manufacturing facility with the observed issues. Coil kink and coil stretched are known potential issues associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. The stretched and significant kinked condition observed on the returned embolic coil prevented the coil from being advanced. The damaged conditions observed indicate that likely excessive forced was applied to the device. There is not enough information in the complaint to determine what the possible cause of the reported resistance that was experienced during the procedure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. This report 3008114965-2019-00901 is related to report 3008114965-2018-00793. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of an aneurysm at the anterior communicating artery (acom), after the introduction of the microcatheter, three coils were implanted in the lesion. When the physician inserted the 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l12173), there was strong resistance between the coil and the introducer after it was unlocked to start the embolization process and during advancement. The coil was removed from the y-connector and it became unraveled. The 2 mm x 6 cm galaxy g3 mini coil was replaced with another 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l12346). This replacement coil became impeded in the introducer and was replaced with a smaller coil (2mm x 4cm) and the procedure was continued and was successfully completed without further issues or delay with the placement of another smaller coil (1.5 x 3cm). There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The second 2mm x 6cm galaxy g3 mini coil (glm920060 / l12346) was returned for evaluation and analysis. This second galaxy g3 mini coil underwent evaluation testing and the coil was noted to be stretched and significantly kinked. Based on the product analysis completed on 1/30/2019, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to correct the manufacturer information in section g and to correct the device codes in h.6. The FDA device code 1601 was corrected to 2976. [Conclusion]: the healthcare professional reported that during the coil embolization procedure of an aneurysm at the anterior communicating artery (acom), after the introduction of the microcatheter, three coils were implanted in the lesion. When the physician inserted the 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l12173), there was strong resistance between the coil and the introducer after it was unlocked to start the embolization process and during advancement. The coil was removed from the y-connector and it became unraveled. The 2 mm x 6 cm galaxy g3 mini coil was replaced with another 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l12346). This replacement coil became impeded in the introducer and was replaced with a smaller coil (2mm x 4cm) and the procedure was continued and was successfully completed without further issues or delay with the placement of another smaller coil (1.5 x 3cm). There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The second 2mm x 6cm galaxy g3 mini coil (glm920060 / l12346) was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the returned complaint information matched the complaint records. The proximal end of the embolic coil was seen protruding from the skive of the translucent introducer. The distal end of the embolic coil was seen in the green introducer. A kink was observed on the device positioning unit (dpu) core wire approximately 123 cm from the proximal end of the device. The device was then inspected under a microscope. The embolic coil distal ball tip was present and intact. The embolic coil was seen damaged in the green introducer. The embolic coil was seen significantly kinked, damaged, and protruding from the distal end of the introducer skive. The distal outer sheath had not heated, indicating that the detachment process had not been initiated. The coil was unable to be advanced due to the damaged condition in which it was returned. The v-notch of the resheathing tool was seen undamaged. The distal end of the introducer was seen positioned in the distal end of the resheathing tool. A review of manufacturing documentation associated with this lot (l12346) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the complaint of detachable coil delivery system (dcs) impeded-in introducer is confirmed. The coil could not be advanced due to the damaged and kinked condition in which it was returned. The damaged coil indicates that excessive force was applied to the device. The microcatheter used during the procedure was not returned for analysis. There is not enough information to determine the cause of the resistance during the procedure. The instruction for use (IFU) provides instructions for when resistance is felt during delivery. Devices undergo 100% in-process inspection for the embolic coil along the entire length. In addition, all devices undergo functionality verification to ensure that the coil is able to advance from the introducer sheath with no issues. Thus, it is unlikely that the device left the manufacturing facility with the observed issues. Coil kink and coil damage are known potential issues associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. The damaged and significant kinked condition observed on the returned embolic coil prevented the coil from being advanced. The damaged conditions observed indicate that likely excessive forced was applied to the device. There is not enough information in the complaint to determine what the possible cause of the reported resistance that was experienced during the procedure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. This report 3008114965-2019-00901 is related to report 3008114965-2018-00793. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.